Event description:
It was reported that the device failed the audio test. No patient involvement or patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was good condition with no external damage noted. A review of the event history log (ehl) identified primary audible alarm background test and auxiliary control unit (acu) watchdog error. During the functional testing was unable to duplicate the reported issues during start up and multiple flow and occlusion tests. The root cause of the issue could not be determined. Replaced the speaker for preventive measure. A corrective and preventative action has been opened to address the reported issue. If the occurrence of this issue increases significantly, additional corrective actions will be taken.